Event description:
An attempt was made to pre dilate a lesion located in the rca # 2 using a 1.25mm diameter x 6mm length sprinter legend rx balloon dilatation catheter. The target lesion was described as severely calcified with 100% stenosis. However, it was reported that the relevant balloon ruptured on first inflation at 12 atms. The patient is reported to be fine and no other clinical sequelae were reported (MFR report# 2953200-2010-00416).

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (severe calcification, 100% stenosis). Evaluation summary: medtronic has received the device and its analysis has been completed. An attempt was made to inflate the balloon and blood was seen to exit the proximal balloon. Upon investigation a small curved leak site was found proximal to the marker band on the balloon.